Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. The receiver charge and boot passed. The receiver download passed. The test on global receiver functional test station passed. The log was downloaded and reviewed and there was no error found. The navigate through the receiver main menu and sub-menus passed. The download screen device information from receiver unit passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display screen became frozen. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.